Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). D4 lot number: corrected.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in vascular diameter, 95% stenosed target lesion was located in the moderate tortuous and severely calcified left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the balloon was burst. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in vascular diameter, 95% stenosed target lesion was located in the moderate tortuous and severely calcified left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the balloon was burst. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile reveal no issues were noted. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The tip showed no signs of tip damage. The device was attached to an encore inflation unit, and the balloon was inflated and deflated successfully without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use.

Event description:
It was reported that a balloon rupture occurred. The 9mm x 2.5mm in vascular diameter, 95% stenosed target lesion was located in the moderate tortuous and severely calcified left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. Upon unpacking, it was noted that the balloon was burst. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure.